Event description:
It was reported that a large volume infusor's flow stopped after an unknown period of time. This malfunction occurred during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection and flow testing identified that the liquid would not flow through the distal luer. A microscopic examination revealed that the flow restrictor had drug residue blocking the fluid path at the distal end of the glass capillary. Should additional relevant information become available, a follow-up medwatch will be submitted.